Event description:
A device report received from (B)(6) indicates pt status post veptr distraction procedure on an unk date experienced a broken suture on an unk date. The pt was returned to operated room on an unk date for a re-operation. Surgeon recommends that the design should be adapted with additional hook in order to prevent the slipping of the suture.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.